Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as therapy was initiated prior to the patient being connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm that occurred on the homechoice (hc) device during initial drain of peritoneal dialysis therapy. The patient pressed go to initiate therapy before connecting to the hc and then connected following the alarm. The power was cycled to clear the alarm. Proper procedures per the user manual were reviewed with the patient. The patient planned to restart therapy using new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available